Event description:
Same case as MFR report #: 2134265-2012-06154. It was reported that during a percutaneous intervention procedure (pci), a catheter become stuck on the guide wire. Vascular access was obtained via the contralateral side .the target lesion was located in the moderately calcified and mildly tortuous superficial femoral artery (sfa). An amplatz guide wire was inserted into the patient. The 7.0mm x 60mm mustang balloon catheter was then selected and advanced over the guide wire to the lesion. During withdrawal the balloon catheter and guide wire became stuck together. The catheter and the guide wire were removed from the patient together. The procedure was completed with another balloon catheter and another guide wire. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).